Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the patient had a loss of therapy since (B)(6) 2016. The physician indicated the patient was admitted into ER the day prior for abdominal pain--nausea and vomiting had worsened over the past couple of days. This report of symptoms/therapy was considered sudden. It was suspected the implantable neurostimulator (ins) had "malfunctioned." The patient's indication for use was gastric stimulation. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.

Event description:
Additional information received from the consumer via a manufacturer representative reported that the patient was not sure if their device was working or not. The patient had tried several times to schedule an appointment with a manufacturer representative and the manufacturer representative never showed up at the appointments.